Event description:
It was reported that the colonic ftrd was used for the treatment of an adenoma in the ascending colon. The user mistakenly considered the slight one-sided forward movement of the white application ring as clip application and resected the tissue. The resulting perforation was then closed with clips. The patient recovered well.

Manufacturer narrative:
The device in question was returned for technical analysis. Upon arrival the clip was not on the cap, the position after failed application attempt can therefore not be evaluated. The product showed multiple damage, most likely due to excessive force being applied to the cftrd. Therefore, it cannot be excluded that the device has not been set up in accordance with the instructions of use resulting in the prevention of clip application. In addition, the localization of the treatment in the ascending colon and the tissue characteristics may have complicated the clip application. The user misinterpreted the slight one-sided forward movement of the white application ring as clip application. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.